Event description:
Tubes broke in centrifuge. While removing broken glass from centrifuge, technician cut a hand. Another technician received another cut to the finger when another tube broke in the hand. Both technicians were seen by infectious control. Both had baseline testing for human immunodeficiency virus and hepatitis b virus. Body fluid was not infectious. It was calculated that the speed of centrifuge exceeded recommended speed. Account was notified and informed.